Event description:
Ten minutes after the procedure, the pt complained of chest pain with increase in st observed on the ECG. Cac was conducted and thrombus was observed in the implanted cypher. Aspiration and poba were conducted with 3.25xunk mm balloon for 30 seconds.